Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the cause of the reported issue could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 953ml, indicating the home patient (hp) drained 953ml more than their maximum programmed fill volume of 1400ml. No additional information is available.